Event description:
It was reported following the implant the patient had an allergic reaction, and the patient's body rejected the device. The area around the device was purplish-red, swollen, and painful to touch. The patient took antibiotics which took care of the reaction. When the device was turned on, it worked, but it did not control the patient's symptoms. Per the reporter, the patient's health care professional thought the leads may have migrated. The patient did not want to have another surgery, so the device was just turned off. The patient had not used the device since.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2001-(B)(6), product typ extension, product ID (B)(4), lot# l93045, implanted: 2001-(B)(6), product typ lead, product ID (B)(4), serial# (B)(4), product typ programmer, patient. (B)(4).